Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. There was no serious patient harm or injury that occurred or was reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The log was checked and an error code related to the machine flow sensor was found. Evt_mach_flow_drift_high means the machine flow sensor drifted above the specification (>0.2lpm). The device's flow sensor was replaced to address the issue.